Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing date is year 2013. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
During a cataract procedure, the surgeon reported a broken capsule when using the system. The patient was referred to retina specialist to remove the lens fragments. A description from the surgeon, indicated the broken capsule occurred during the phaco segment. At the time, the surgeon was unsure if either of the equipment contributed to the events or if it was a settings issue. It was also indicated that the surgery center may have given the wrong tip and sleeve which would have compromised the chamber stability. Through follow up, the surgery center is not requesting service as the center believes the machines are working properly as other surgeons are using phaco and no issues have occurred.